Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event of 380 mg/dl because the patient placed the tubing in the notch prior to pulling back cocking the spring and was treated with correction injection via multiple daily injections on (B)(6) 2026.